Event description:
It was reported that rising thresholds were noted on the right ventricular (rv) lead at follow up. The lead was explanted and replaced. During the replacement procedure, the physician used the lead to gain access to the vein, placing a needle through the proximal portion of the insulation and threading a wire through it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead implanted: 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching.